Event description:
Gum disease - all teeth cut out in surgery (no cavities, gum infection caused by contaminated dental floss). Badly fitting dentures, requiring large amount of denture adhesive. Symptoms (bells palsy, muscle and joint pain) occurred within a short time. Three neurosurgeons and 2 neurologists all with different diagnosis (ms. Lupus, lyme disease). None could be proven. Weakness of muscles. Dose: as needed. Frequency: 2 times per day. Route;: direct application. Dates of use: 2002 - 2009. Dose: denture fixative.